Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) system was explanted due to an infection and the ICD being non-functional due to battery depletion. An implantable cardiac monitor (icm) was later placed. No further patient complications have been reported as a result of this event.